Manufacturer narrative:
MFR control no. Ii980057. The sample has been returned to arrow. Additional info from the user indicates that the problem was a crack in the quick connector hub. Since the female portion of the connector was not returned with the iab, a complete investigation isn't possible. No conclusion regarding the cause of failure can be reached without examining the connector.

Event description:
It was reported that the balloon on the iab ruptured during use. There were no pt complications.